Event description:
The customer stated the device users reported that intermittently the device would not power on when turning the energy select switch to the on position. This was reported as occurring 1 out of every 10 times when powering on and once selecting 20 joules the device would power on. There was no report of patient involvement.